Event description:
It was reported that the pump of this artificial urinary sphincter (aus) presented a fluid loss. The pump and the balloon were removed, the balloon and pump were relocated to the left side from the right. There is no additional information reported.